Manufacturer narrative:
One device was received for evaluation. The service history review indicated that the reason for return is related to a past service. Functional testing was able to duplicate the reported problem. It was determined that the optical disc that fell off the cam shaft was the root cause. The optical disc and the optical sensor were replaced. The device then passed all functional tests.

Event description:
It was reported that after an hour running at 12ml/hr, the pump alarmed error code 1870. There was no patient involvement, the event occurred during a functional test.